Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a data review, the physician noted inappropriate atrial tachycardia response (atr) episodes due to over-sensed right atrial (ra) lead noise. Boston scientific technical services (ts) was contacted and discussed that the some of the atr episodes were the result of over-sensed minute ventilation (mv) artifacts. Other atr episodes were consistent with over-sensed myopotential noise. Additionally, there was evidence of right ventricular (rv) lead noise on the shock sensing channel, but there this was not over-sensed. The physician is continuing with remote monitoring. It is unknown if the ra lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a data review, the physician noted inappropriate atrial tachycardia response (atr) episodes due to over-sensed right atrial (ra) lead noise. Boston scientific technical services (ts) was contacted and discussed that the some of the atr episodes were the result of over-sensed minute ventilation (mv) artifacts. Other atr episodes were consistent with over-sensed myopotential noise. Additionally, there was evidence of right ventricular (rv) lead noise on the shock sensing channel, but there this was not over-sensed. Information has been requested regarding the event resolution, but a response has not yet been received. It is unknown if the ra lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported.